Event description:
Shaking began two hours into treatment. Severe chills/shaking, temp. Normal. Patient had been using this type of kidney since 12/9/91 (polysulfone). Membrane primed with normal saline solution 300cc. This is a high flux kidney. On 8/14/92 kidney was reprocessed. On 8/17/92 the kidney was new. Treatment was not discontinued on either day. Dramamine 25mg IV given with some relief. Hospitalization was not neededinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.